Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 173 after insertion. The sensor was returned for further investigation. In-house testing identified chemical degradation of the sensor hydrogel, indicative of oxidation of the glucose-indicating component of the hydrogel. Glucose suspend alerts were triggered after channels fell below the threshold. A replacement sensor was provided to the user as part of the resolution.